Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation: is lay user/patient.

Event description:
The customer complained of discrepant inr results tested on coaguchek xs meter serial number (B)(4), compared to the laboratory using hemosil reagent method. The customer was tested on the meter at 8:15 a.m. With a result of 1.3 inr. At 1:00 p.m. The result from the laboratory was 2.0 inr. The customer thinks the laboratory result was correct. No medical treatment was made based on the meter result. The customer¿s warfarin dose was not changed based on the laboratory result. The customer's normal therapeutic range 2.0 - 3.0 inr. No adverse event occurred. The patient had no change in diet and showed no signs of bleeding or bruising and is feeling ok. The customer does not have antiphospholipid antibodies, is not anemic, is not on heparin or direct thrombin inhibitors. The meter and test strips were requested for investigation. The customer returned the meter and 2 test strips. The returned meter was tested with the returned test strips. Master lot test strips 286321 were also used. Testing results: strip lot 286320-21: qc 1: 2.6 inr; qc 2: 2.7 inr. Master lot strips: qc 3: 2.3 inr. Results: the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 12.5%. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.